Event description:
Clinic notes dated (B)(6) 2012 report that the patient had a cluster of seizures on (B)(6) 2012 and it is unclear why as the patient did not miss any of his medications and was not ill. The patient had fairly continuous myoclonic or clonic seizures. He was given diastat. Eventually, 911 was called. He was given IV medications and transferred to the medical center. The patient was stabilized and had no further seizures. They also interrogated his vns at the medical center and it was functioning normally. As of the office visit date, the patient has had much less frequent tonic seizures and much less frequent tonic-clonic seizures. The patient is experiencing a generalized tonic-clonic seizure, on average about once a month and tonic seizures a couple of times. Myoclonic seizures usually daily, these are brief 4,5,6 seconds of several myoclonic jerks. The vns was interrogated at the office visit and the impedance was normal. Good battery life, dcdc code 2. Vns appears to be all in order.

Manufacturer narrative:
Previously submitted MDR indicated that the event was reportable as a malfunction; however, the event is reportable as a serious injury. Previously submitted MDR indicated that the event was reportable as a malfunction; however, the event is reportable as a serious injury, and this field was omitted. Previously submitted MDR indicated that the event was reportable as a malfunction; however, the event is reportable as a serious injury. Previously submitted MDR inadvertently omitted relevant programming history.